Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. It was not known whether the incident occurred during a patient infusion or during biomed testing. Additional contact information was requested but none was provided.